Manufacturer narrative:
The intraocular lens was removed and replaced during the same procedure. (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the physician implanted a zct225 intraocular lens (iol) and a capsule rupture occurred. The lens was then removed and replaced with a non-jjsv lens. The patient's outcome was noted to be satisfactory. The removed iol is not available for investigation as it was disposed of by the surgical center. No additional information provided.